Manufacturer narrative:
(B)(4). D10. Unknown avenir press-fit stem 7 item# unknown lot# unknown. Unknown poly liner item# unknown lot# unknown. Unknown continuum cup 54mm item# unknown lot# unknown. G2. Report source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial left ceramic-on-poly total hip arthroplasty. Postoperatively, a leg length discrepancy of 2-3cm was noted on exam and imaging. Over time, the patient continued to be symptomatic with painful clicking in the hip, antalgic gait, and difficulty ambulating. A 10mm shoe lift was prescribed and an anti-inflammatory infiltration was provided with no relief. The patient¿s right hip was replaced with competitor product with good recovery and no postop complications. Recent follow ups note ongoing leg length discrepancy with clinical subluxation while walking and a low-pitched audible noise. A revision of the left hip has been indicated but has not yet been completed. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Medical records were provided and reviewed by a health care professional. Review of the available records identified that initial surgery did not report any intraoperative issues however postoperatively, a leg length discrepancy of 2-3cm was noted on exam and imaging. Over time, the patient continued to be symptomatic with painful clicking in the hip, antalgic gait, and difficulty ambulating. A 10mm shoe lift was prescribed and an anti-inflammatory infiltration was provided with no relief. The patient¿s right hip was replaced with competitor product with good recovery and no postop complications. Recent follow ups note ongoing leg length discrepancy with clinical subluxation while walking and a low-pitched audible noise. A revision of the left hip has been indicated, but has not yet been completed. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.